Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-feb-2021 to 19-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch solenoid short circuit caused the drawer controller board to fail and char printer board circuit board components. The field service engineer reported that there was no flame but only smoke. He replaced the drawer's med cart matrix controller, latch sensors, and latch solenoid to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
Customer reported that a bd pyxis medstation es system produced smoke and a burning smell with no fire. The customer switched off and unplugged the machine. No patient or user involvement was reported.

Event description:
Customer reported that a pyxis medstation es system produced smoke and a burning smell. Patient or user involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system produced smoke and a burning smell. Patient or user involvement was not reported. Patient or user harm was not reported. This event is recorded in complaint number 03201749. A field service engineer inspected the device and determined that the latch solenoid short circuited causing a drawer controller board to fail and char printer circuit board components. The field service engineer reported that there was no open flame, just smoke. Field service engineer replaced the drawer's controller board, sensors, and latch solenoid to resolve. Customer tested and confirmed device is operational.